Event description:
It was reported that patient complains of constant pain since the surgery. The pain is in her hip and lower back. She has been treated for fibromyalgia, but the treatment has not completely decreased the pain. She has also had a skin reaction that started 8 month after the surgery that no one is able to tell her what is causing this. She has rec'd the recall letter from the surgeon and wants to know if all these problems are due to the recalled hip. The rash spreads from her knees down in both legs. She has been following up with dermatologists and will be following up with her surgeon.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event is confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.